Event description:
Narrative: 08-jul-2010 : a health professional reported. A (B)(6) male pt, who is a surgeon, underwent an "executive health screening" on (B)(6) 2010 which included several procedures including a virtual colonoscopy (vc). The pt had no known history of colon disease but he did have a right sided inguinal hernia with abdominal pain. No stool tagging with barium was used for the procedure. The executive health screen also included a full body CT, a cardiac stress test, and blood tests. The virtual colonoscopy procedure was without incident. The administration set used for administering the carbon dioxide (co2) was a protoco2l administration set with a small catheter and retention cuff (bracco catalog number 6470). The administration set silicone rectal catheter with retention cuff was installed normally. The reporter could not recall the specific volume of co2 administered or pressure readings. No "free air" was noted during the procedure and no malfunction of the insufflator was noted during the procedure. The interpreting radiologist's medical records for the virtual colonoscopy were provided and reported the following: "review of the virtual colonoscopy study on (pt name didactic) with a study date of (B)(6) 2010 was performed. Low dose axial images were obtained in the supine and prone position following insufflation of the colon with co2. The colon was well prepped with some spasm in the proximal sigmoid colon. There is no mild diverticulosis in the sigmoid colon, otherwise no polyp, mass, or stricture detected in the colon. CT scan of the abdomen and pelvis without contrast is unremarkable. Impression: negative virtual colonoscopy exam, no polyps detected in the colon. Recommended follow up virtual colonoscopy in 3 years, and routine annual fecal occult blood test." Later that same day, the pt was examined by an exercise physiologist (physician). The pt had difficulty with some of the exercises (abdominal pain) and discussed with the exercise physiologist if his exercise difficulties were due to his underlying inguinal hernia or if possibly a colon perforation occurred due to the virtual colonoscopy. The pt was told that "colon perforation is very rare". The pt left the facility when all of the executive health screening examinations were completed. Later that evening, the pt went to a hospital emergency room for an unspecified reason and underwent an unspecified CT procedure. The staff from the facility where the vc was performed contacted the hospital; however, the hospital would not release the indication for the CT, the results of CT, or other details of the pt's emergency room visit.

Manufacturer narrative:
Currently, insufficient info has been provided to concluded that the event led or might have led to an occurrence which necessitates medical intervention to prevent a life threatening illness or permanent impairment/damage to a body structure. Therefore, this case is non-reportable. Bracco is making arrangements for the protoco2l insufflation system to be returned for investigation. Additional info is required. On (B)(6)2010, the protoco2l insufflation system was returned to bracco for investigation. On (B)(6) 2010 investigation results became available and are as follows. Customer (B)(6) - (B)(4) was received on 12-jul-2010 by corporate drug unit quality assurance from the user facility. Customer report stated "a pt complained that they had to go to the emergency room after the procedure using co2 unit. The radiologist from the account did not confirm the pt had a perforated colon. The account would like their unit tested." Qc performed functional testing on this unit. It was determined that the dial knob that is used to set the unit's pressure was stripped, and will rotate a full 360 degrees (ie, instead of forcing a stop at 0 mmhg and 25 mmgh , it will allow the user to continue clockwise from "25" to "0" or counterclockwise from "0" to "25" in a continuous rotation). It is important to note that the unit's pressure and flow rate readings were acceptable. At a maximum pressure setting of 25mmhg the unit operated properly within the allowable spec requirements. It was concluded that the problem with the dial knob had not impact on functionality of the unit, and therefore would not have contributed to a pt perforation. The units front panel dial knob requires repair and will be recalibrated. Date of manufacture (B)(4) = 2005-4. It was concluded that the problem with the unit's dial knob is unrelated to this complaint. The unit is operating properly within spec requirements. Repair activity is required as a result of general wear and tear. Additional comment: the supplier (B)(4) will be notified about this unit and a RMA number will be requested to send the unit back for further eval, recalibration and repair. On 21-jul-2010: the reporter provided additional info. The pt experienced a perforated appendix. This report is now considered reportable.